Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product used was conducted. All records revealed that the product was manufactured within specifications and distributed in accordance with all operating procedures. It was reported that the surgeon had difficulty disengaging the implant from the inserter. The damage to the tip inserter was not noticed until after the case and was likely caused by levering on the inserter with excessive force. The tip was not returned and could not be accounted for. The tip may have been left in the patient, confined to the implant. However, this could not be confirmed. Our investigation of the product and review of the manufacturing and inspection records revealed no manufacturing discrepancies or material defects, nor did it reveal any contributing information/trends.

Event description:
On (B)(6) 2016 it was reported to k2m, inc. That a surgery took place in which the tip of a straight inserter shaft broke during insertion of an interbody and was likely left in the patient confined to the implant. The surgery took place on (B)(6) 2016.